Event description:
Manufacturer was informed the event through device tracking database. Based on the information received from patient implant form, a perceval valve size 27 was implanted in the patient on (B)(6) 2020. Reportedly, patient passed away on (B)(6) 2020. No further information available at this time.